Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the physician referred the patient to the general surgery clinic due to duodopa intestinal gel leaked from the patient's tube. On (B)(6) 2020, an operation was performed due to a perforation in the stomach and large intestine. Peg tube and jejunal tubes were removed from patient.

Event description:
On (B)(6) 2020, buried bumper syndrome was recovered.

Manufacturer narrative:
Reference record (B)(4). Additional information added to section b5. H6 code of 3191 was chosen to capture the event of buried bumper syndrome.